Manufacturer narrative:
(B)(4). Batch # m54d64. Expiration date: 06/03/2020. Manufacture date: 07/03/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both donuts complete? Was the safety reset prior to removal? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? What was the users experience with the device? Response received: the orange indicator of the cdh was in the middle of the green range. After firing the device the leakage test failed. The leakage occurred in staple line at the anterior rectum wall. The staples seemed to be not correctly formed. Anastomosis was overstitched circularly. No negative consequences for the patient. No further information is available.

Event description:
It was reported that during a laparoscopic sigma procedure, after firing, the anastomosis was incomplete during test and the surgeon sutured by hand. No further information is available. There were no adverse consequences for the patient reported.